Event description:
A camino icp monitoring catheter (1104l) was involved in an incident and was described as follows: the pt had the catheter taped securely to an arm board, (the protocol used since 2001 to secure the unit in place) when the catheter snapped or sheared when the pt was turned. The nursing staff indicated that the catheter was not accidentally bumped. The pt did not incur an injury as a result of this incident, but required additional surgery with which to insert another catheter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.